Event description:
Event verbatim [preferred term]; (related symptoms if any separated by commas); broken novofine needle in abdomen [needle issue]; the patient experienced a broken needle twice from the same batch [needle issue]. Case description: this serious spontaneous case from the netherlands was reported by a pharmacist as "broken novofine needle in abdomen" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date and ongoing due to "device therapy". Patient height, weight nd bmi were not provided. Medical history was not provided. The patient was treated with novofine 32 g tip needle in combination with an unknown insulin and novo nordisk device. On unknown dates, the patient experienced a broken needle twice from the same batch. Patient had to be treated by his gp (general practitioner) to remove the needle from his abdomen. The description from the reporter about the event was not clear, therefore pharmacist was asked for more details. After contact with the patient, the pharmacist was in doubt about the validity of the information. The patient lives in a facility for mental illness, does not want to cooperate and wanted to cancel this case. Action taken to novofine 32g 6 mm was reported as no change. The outcome for the event "broken novofine needle in abdomen" was recovered.

Event description:
Case description: investigation result, novofine 32g 6 mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case was updated with the follow up information: -investigation result. -narrative updated accordingly. -manufacturer's final comment. On 14-dec-2016: manufacturer's final comment: the novofine 32g needle has not been returned to novo nordisk (B)(4) for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Evaluation summary: novofine 32g 6 mm , batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: this serious spontaneous case from the (B)(6) was reported by a pharmacist as "broken novofine needle in abdomen" with an unspecified onset date, "the patient experienced a broken needle twice from the same batch" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date and ongoing due to "device therapy". Medical history included mental illness and lives in a facility for mental illness. The outcome for the event "broken novofine needle in abdomen" was recovered. The outcome for the event "the patient experienced a broken needle twice from the same batch" was not reported. No further information available. Since last submission, the case has been updated with the following: -medical history -causality updated to unlikely -relevant fields and narrative updated accordingly -manufacturer's comment -"no further information available" in narrative. On 29-dec-2016: manufacturer's final comment: the novofine 32g needle has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reporetd in argus case (B)(4). The reporters causality updated to unlikely.